Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use; however, the issue could not be resolved. The implanted device remains. Explantation is planned, however has not taken place as of the date of this report, (B)(6) 2015.